Event description:
The patient experienced a loss of therapeutic effect and a return of symptoms in her feet following an accident. The stimulation was not providing coverage to her feet since the accident. Her device was reprogrammed within the past week but has not yielded therapeutic results. Additional information has been requested.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2008, lead: model 3778-6,0 serial# (B)(4), implanted: (B)(6) 2008, programmer: model 37743, serial# (B)(4). (B)(4).